Event description:
It was reported the programmer turns off on its own, and the fan motor is noisy. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the programmer shuts off on its own. The programmer was left on for two days with no power off issue. The programmer was opened and an excessive amount of dust was noted, the dust was cleared out and the system fan was replaced. Concomitant products: product ID 2067 radiofrequency head.